Manufacturer narrative:
In box d: model number (rfb) and product UDI (rfb) has been updated.

Event description:
A rep dreamstation auto CPAP device was returned to a third-party service center with information alleging visualization of particles. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The third-party service center concludes that they couldn't confirm the customer's allegation. The device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.